Event description:
It was reported that a tandem mobi cartridge alarm occurred, and the customer's blood glucose level showed as "high" without a specific value known. Consequently, the customer administered a correction injection using multiple daily injections (mdi) but did not require assistance due to incapacity from high blood glucose levels. Technical support confirmed the cartridge alarm and decided to replace the pump. The customer was advised on using a backup insulin pump and educated on storage mode instructions. Technical support arranged for a replacement pump with updated software to be sent to the customer, who acknowledged instructions on returning the defective pump and programming the replacement.